Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "hyperbaric oxygen therapy for treatment of a late presenting ischaemic complication from hyaluronic acid cosmetic filler injection," it was noted patient was injected with 0.6ml juvéderm ultra plus¿ xc in nasolabial folds and chin. That day, patient developed pain on left side, which was attributed to usual bruising. Patient began using acetaminophen and codeine. Five days later, patient developed worsening pain and skin ulceration and visited the emergency department. Patient was diagnosed with vascular compromise of left angular artery with edema erythema, small vesicles, ulceration near nostril, and small area of necrosis on upper lip mucosa. Patient was treated with 5ml hyaluronidase (150mg/ml) in left nasolabial fold and upper lip; patient was not able to tolerate higher dose. Patient was also prescribed cephalexin 500mg per os and valacyclovir 1g 2 times per os for 10 days. Patient was initial on hyperbaric chamber therapy given the risk of impending tissue loss; sessions were 90 min at 2.5 ata oxygen with air-break every 30 min for 10 min. Patient received 14 sessions of hyperbaric treatment daily. During this 14 day interval, patient's skin lesions improved and mucosal necrosis resolved completely. Hyperbaric therapy resulted in left side otalgia without hearing loss, an expected side effect of this treatment. Treatment was ended due to good healing. Approximately a few weeks later, "both ears evolved favorably with no treatment." It was also noted that, "the patient had noticed hypoesthesia in the lateral aspect of the left upper lip as well as some very small, pitted scars along the left nasal groove. The former was not reported on presentation and partially improved during follow-up approximately 3 months after the treatment."